Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue during a hemodialysis catheter insertion. The customer reports the guidewire broke when the clinician was trying to remove the venatrac system during insertion of a palindrome catheter. The pt had to be airlifted to another hospital for removal of the foreign body/guidewire.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.